Event description:
It was reported that the programmer rf (radio-frequency) head was not able to interrogate a device. The nurse stated that it started after the programmer software was upgraded a few weeks prior. It was further reported that there was a lot of emi (electromagnetic interference) on the EKG (electrocardiogram). The rf head was changed, and a new EKG cord was added, which resolved the issues. The rf head was returned for repair. Follow-up information received confirmed the programmer remains in use, with no further issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).